Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump usb charging port was not able to hold the charging cable in place during the charging process. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting, or to provide additional information.